Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, the right ventricular (rv) lead setscrew would not loosen or tighten. The physician used a bone cutter on the device header, and the patient¿s non-boston scientific rv lead was able to be removed from the header and was used with the new device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The pacemaker passed testing that verifies the performance of pacing and sensing.